Event description:
Customer reported a needlestick injury. They allege that the event was due to the needle not locking into the safety position.

Manufacturer narrative:
MFR completed the entire form. Add'l MFR narrative: customer reported a needlestick injury. They allege that the event was due to the needle not locking into the safety position. Customer has not returned the device to the MFR for device eval. The device was reportedly discarded.